Manufacturer narrative:
Event considered a serious injury. The patient's device was returned with no additional event information, but given the context of the ins depleting quickly the event was determined to be a serious injury which required intervention. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that the ins battery had reached normal, end of life, with telemetry and output okay. Additional analysis results: product analysis #(B)(4):analysis information -- (B)(6) 2017 19:42:02 cst pli# 10 product ID# 37601 analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. {<(><<)>(><(><<)><(> <<)>)>comments1>} {<(><<)>(> <(><<)><(><<)>)>comments2>} the information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension and good stable output was observed on all electrode pairs. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s ins was depleting too quickly. The patient¿s friend or family member stated that it did not last very long. The patient¿s healthcare provider has been watching the neurostimulator for the last few months. The ins was last checked on (B)(6) 2017 and it was at 2.68v. There were no symptoms reported. No complications or further complications were reported.